Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air and water channel and the air and water cylinder (tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the malfunction foreign material in the air and water channel and the air and water cylinder (tube), the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.